Event description:
The customer reported that they had an irradiation incident on a patient due to a missing volume information in the available field as there was lack of space for writing.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The user intended to treat the fields belonging to prescription site rectum for 25 fractions before starting the treatment to prescription site prostate for 14 fractions. According to the software logs, the user scheduled the fields from both prescription sites in the same treatment calendar sessions to be given concurrently. The fields from both prescription sites were treated concurrently for the first 14 fractions thereby completing the prostate prescription while leaving 11 more fractions for the rectum prescription. Another 4 fractions were given and at this point, it appeared that the customer may have realised their concurrent operation error because no further treatments were administered. Based upon available information elekta physics have assessed this as a serious radiation overdose. Mosaiq did not have any malfunction and was working as designed and intended. This issue was due to use error. The user incorrectly set up the treatment calendar to deliver both prescription sites concurrently rather than sequentially. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.